Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that "the failure of the supply system of insulin through an infusion set which caused a shortage of insulin". The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 365 mg/dl at the hospital. The patient was treated with insulin and fluids via IV therapy. The patient was hospitalized for 6 days. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
The event occurred in poland while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer had programmed some temporary basal rate (tbr). Typically, a basal rate is set to 100%, but it is possible to increase or decrease this value for up to 24 hours, as the customer had done. The customer had set the basal rate to 0%. Therefore, the basal rate profile becomes a flat line and no insulin (except boluses) is delivered during the programmed duration. Therefore, for this time the basal delivery was not delivered. The investigation showed that all programmed boluses were delivered as intended. No malfunctions of the pump could be observed during the investigation.